Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was unknown. Customer reported insulin pump intermittently stopped delivering insulin. Customer stated they were on hold longer than expected probably about a month ago, but most recently about 5 to 6 times over the last few weeks. Customer stated could clear the alarm and press resume and the pump will work the rest of the time with no issues. Customer was unable to complete troubleshooting. The device will not be returned for analysis.